Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, as the infusion set cannula was found to be bent upon removal, and the user detected leaking of insulin at the site.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event requiring hospitalization. The event occurred on 07/23/2024. The user's mother reported issues with the convatec inset (23", 6mm) teflon infusion set adhesive, causing them to go through infusion sets faster than expected. As a result, the user experienced a bg level of 514 mg/dl for about four hours, which led to moderate ketones. The user's mother took them to the ER, where the user received IV treatment to control the ketones. The user also experienced dehydration. On 07/24/2024 a beta bionics customer care agent followed up with the mother. The mother confirmed the elevated bg was caused by leaking insulin at the user infusion set connection and when the infusion set base was removed, they found the cannula was bent.